Manufacturer narrative:
Analysis of an article "longitudinal observational study of total shoulder replacements with cement", raiss et al., j bone joint surg am, 96:198-205, 2014. This is the final report submitted regarding this surgical event and medical device. Device not returned to the manufacturer.

Event description:
One patient requires re-operation due to glenoid component loosening. Glenoid component was removed and the bone defect was teated by an autograft from the iliac crest that was fixed with absorbable screws.